Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse did a full test drive and tried to duplicate the issue that was reported. The fse also extended the boom all the way and completed all angles. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure using an xi system, a clinical sales representative (csr) called technical support mid-procedure to report that universal surgical manipulator (usm) arm 4 was tremoring and bouncing up and down significantly. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired whether the boom was fully extended; the caller stated it appeared to be fully extended but noted that the usm was not at its maximum limit. The tse advised that operating with the boom at maximum extension can contribute to arm tremors. The procedure was completing as planned with no report of patient injury.